Event description:
In 12/83, rptr was a slim, athletic, energetic, hard working, mother and homemaker with plans to get married in the spring. She made the mistake of deciding to have breast implants. This procedure was done in 12/83. By summer of 1984, she had started to become ill, and had migraines and nose bleeds. As the years passed, she has become more sick and her life has drastically changed. Symptoms rptr experienced are: dizziness and fainting which started about 10 years ago, headaches that started about 6 months after implants and by 1986, were daily progressing to severe 4 or 5 days a week and later to migraines 5 to 10 days a month, weight gain, numbness in left shoulder, tingling down both arms periodically, stumbling and tripping, memory loss, swelling, thickening of skin on face, hives, acne like bumps on body, blood blisters (painful, sore, oozing blood, unsightly, ruining clothes and furniture), itching/crawling sensation, hair changed from dark brown to very light brown and grey, dry burning, hot, red, yellow, and tired eyes, asthma treated with steroids for several years, menstrual problems, arthritis, weakness, frequent urination for 5 years, fatigue, indigestion, nausea and vomiting, depression, sleep disorder, irritable bowel, spastic colon, diarrhea, sweats and chills, chemical allergies, fever, stiffness, mouth ulcers, chest pain, and elevated heart rate and blood pressure.